Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy procedure, while on the duodenal resection, the green button was pressed, handle was squeezed, but was unable to be fired, wherein the device¿s jaws locked on tissue. Also, the device¿s ¿1-beam blade¿ broke off and fell into the patient¿s cavity but was then retrieved with hand-held equipment removed. In order to resolve the issue, a new similar device was used. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.